Manufacturer narrative:
Physio-control downloaded the electronic records from the device and determined that the cause of the reported issue was that the device had numerous user power on cycles which resulted in 14.6 hours of on-time and depleted the internal hybrid layer capacitor (hlc) batteries. Prior to returning the device to physio-control, the customer had replaced the charge pack battery charger which recharged the internal hlc batteries. As a result, the device would power on, charge and shock during testing. Physio opened the device to perform an internal inspection and no discrepancies were observed. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the device and verified the reported issue.  Physio confirmed that the internal hybrid layer capacitor (hlc) batteries had also previously depleted to zero (0). The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display. The three icons being illuminated indicates that the device may not be able to provide sufficient defibrillation therapy, if necessary. There was no patient use associated with the reported event.